Event description:
The user facility reported that experiencing blood and injected fluids leaking around the hub of two introducer sheaths used during a procedure. The following information was provided by the user facility: following removal of balloon devices through the sheath, injected fluids and blood began to leak from the hub; the sheath was removed and replaced with another 7fr. Sheath; following removal of a balloon the second sheath also "separated at the same location"; a third sheath was used to successfully complete the procedure; and the patient was reported doing fine.

Manufacturer narrative:
(B)(4) - although there was reportedly no impact to the patient and an estimated volume was not available, the event description indicates that some blood loss did occur. Results - based upon testing of returned device and reserve samples. Conclusions - based upon evaluation of the returned sample; based upon testing of the returned device and reserve samples. Two used devices were returned and evaluated. Evaluation of the returned samples revealed tip damage that is consistent with use, but there were no other visual anomalies noted. In addition, functional testing of the devices confirmed that they met specifications. The retention samples from the reported lot as well as lots manufactured before and after the reported lot were evaluated. There were no visual anomalies noted during visual evaluation. In addition, function testing confirmed the products met specification. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that a malfunction of the device caused or contributed to the reported issue. The device labeling does address the potential for such an event in the instructions-for-use, which states: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which missed the center of the sheath valve may cause damage, and result in blood leakage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).